Manufacturer narrative:
The scope was returned to the service center for evaluation; however, the device evaluation is still pending. As part of our investigation, an olympus endoscopy support specialist (ess) was requested to be dispatched to the user facility to observe the facility¿s reprocessing practice and to provide reprocessing training. To date, the ess visit has not been finalized. In addition, the scope will be forwarded to an independent laboratory for additional microbial testing. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that the scope was tested positive for growing staph epi. The issue was found after the culture test during the reprocessing. The scope was taken out of service and was not used on a patient post testing. There are no patient infection reported on this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the physical evaluation results of the device. The scope gf-uct180 video scope, serial number (B)(4) was sent to an independent laboratory for testing and evaluation. The scope¿s instrument suction channel tested positive for bacillus oceanisediminis. The distal end positive for bacillus licheniformis. The auxiliary water channel and air/water channel are negative for bacterial growth. The scope was then ethylene oxide (eto) sterilized and returned to olympus for a physical device evaluation a visual inspection was performed on the received condition. The evaluation of the biopsy channel determined a black debris and foreign material on the channel walls. The channel was further inspected with an olympus boroscope and the debris was found located at the 50 cm marking inside the channel. In addition, a larger piece of debris located inside the biopsy channel at the control body side, upon entry from the biopsy port was found. A small kink inside the biopsy channel near the bending section area, and a small scrape mark near the middle section were observed. The distal end was inspected under the microscope, and no foreign material was found on, or around the forceps elevator. A cosmo leak test was performed and the scope passed the leak test. The video scope was previously refurbished (28d) on december 16, 2017. Per the device evaluation, the likely cause of the foreign material inside the biopsy channel is due improper cleaning.

Manufacturer narrative:
This supplemental report is being submitted to provide the ess in service site training to the user facility. Endoscopy support specialists (ess) visited the customer and observed leak testing and manual cleaning. During observation, incorrect reprocessing was observed. During manual cleaning, reprocessing steps were completed except the customer was not aspirating detergent solution in both channels. The suction button was only depressed once for 30 seconds and staff did not press the suction button in the first stage and did not aspirate air after detergent. The ess was not able to observe pre-cleaning but had the customer explain their process and the ess found incorrect reprocessing was being performed. During pre-cleaning, reprocessing steps were completed except the air water channel cleaning adapter may not be consistently used and the elevator wire channel was not being flushed. The ess also performed a repair reduction in-service and a repair reduction observation. The ess covered the reprocessing steps outlined in the instructions for use and this includes the leak test and manual cleaning and pre-cleaning and storage. During the training, it was determined that the user facility will be using a non-olympus automated flushing machine and a non-olympus automated endoscope reprocessor. The ess then informed the user that they will have to contact the manufacturer of the products for their instructions and guidelines. The ess explained the importance of the information and the recommendation provided to them and was acknowledged by the staff in attendance. To date there was no patient harm or injury was reported.